Event description:
It was reported that the patient experienced seizures. The patient was admitted to the hospital's intensive care unit. The patient had recently had an MRI and a pump memory alarm was occurring. Telemetry confirmed a low reservoir alarm. The patient's status was unknown. The pump was used to deliver baclofen. Additional information has been requested from the hcp, but was not available as of the date of this report.